Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported, on behalf of a customer, a low reading issue with the freestyle libre 2 sensor. The customer was consistently obtaining low readings, with an unspecified capillary result indicating customer was within normal glucose levels. The customer did not experience hypoglycemia symptoms, but decreased insulin usage and became hyperglycemic. The pharmacist had the customer apply a new sensor. There was no report of third-party intervention as related to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.